Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally entered an inaccurate blood glucose (bg) value of 500 (mg/dl) and delivered 10 units. Reportedly, the customer's bg level at the time of the reported event was 140 (mg/dl), and upon realization, the customer disconnected after delivering 2 units of insulin. Reportedly, the customer tested bg level to ensure bg levels remained within range.